Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR. : returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 26mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified popliteal artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 4 atmospheres for 1 second, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified popliteal artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 4 atmospheres for 1 second, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition post procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6).